Event description:
Correction: the lead was not capped. New information received indicates that a new episode of noise was observed. Lead provocative testing and pocket manipulation could not reproduce noise. No actions are taken at this moment. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise reversion episodes. In addition, the pacing lead impedance trend indicated high values. Subsequently, the lead was capped. No patient symptoms were reported. Explant date: the date of surgery is unknown at this time.